Manufacturer narrative:
Continuation of d10: product ID b35200, serial# (B)(6), implanted: (B)(6) 2021, explanted: product type implantable neurostimulator h11: codes were updated to reflect that there were no allegations against the MRI mode of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). No cause determined. Actions taken to resolve the issue were medicine adjustment. Unknown if the issue resolve, the physician and rep are still monitoring seizure action. This information was confirmed with the account.

Event description:
It was reported that patient (pt) needed MRI. Device was checked at mayo and put into MRI mode. On way to MRI building started having seizures and was admitted to mayo CT scans were done. It was confirmed pt had 5-6 non epileptic seizure after device was placed in MRI mode. Tests were run meds applied. Mayo said seizures were dbs related but to follow up with healthcare provider (hcp). The issue was not resolved. Additional information was received from the manufacturer representative (rep). No cause determined. Actions taken to resolve the issue were medicine adjustment. Unknown if the issue resolve, the physician and rep are still monitoring seizure action. This information was confirmed with the account.

Manufacturer narrative:
Continuation of d10: product ID b35200. Serial# (B)(6). Implanted: (B)(6) 2021. Explanted: product type implantable neurosti mulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.